Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process stating that pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary air/water channel are also flushed. No detergent is used for pre-cleaning. The scope was manually cleaned with a brosse medica brush using aniosyme x3 (non-olympus) detergent. Manual disinfection is performed using anioxyde 1000. The automated endoscopic reprocessor (aer) used is a soluscope (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. The scopes are stored in a simple cabinet (no drying function). Olympus is the maintenance company. The scopes are sterilized daily. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological analysis report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to an olympus service center for evaluation. During inspection and testing, service found the distal end cover (c-cover) was cracked, the adhesive from the bending section cover was separated, the protector of the connecting tube was shaved, and the plug unit of the connector was shaved. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 48 colony forming units (cfu) of aeromonas hydrophila, and for greater than 49 cfu of burkholderia cepacia. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.